Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this type of event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late and rupture allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Explanting surgeon reported left side device rupture, seroma and capsular contracture baker grade iiii. The device has been removed and replaced.